Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Patient consequences? If yes, please specify. Other information requested is unknown. H3 evaluation: no product was returned, only a photo. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the tab on gauze, the suture is not visible in the image. Based on the photo review, the event describe is observed, however no conclusion or root cause could be determined. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparascopic myomectomy on (B)(6) 2024 and barbed suture was used. The patient was admitted due to submucosal leiomyoma of the uterus. On the second day of admission at 14:44, the patient underwent surgery. When the doctor was suturing the uterine muscle layer with suture, the locking plate at the tail end fell off. The medical staff immediately used a brand-new product of the same specification for subsequent suturing, and everything was normal thereafter. Additional information has been requested.